Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12895. It was reported that guide wire removal difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified posterior tibial artery of the right leg. After 300cm, 8cm poly tip v-18¿ control wire¿ crossed the lesion, a 2.5mm x 120mm x 150cm sterling¿ sl balloon catheter was advanced for dilation. However, when the physician started to inflate the balloon at 12 atmospheres, the balloon did not inflate. The physician pulled the device and attempted to inflate the balloon again but was unsuccessful. Subsequently, a kink was noted on the proximal portion of the catheter and the v-18¿ control wire¿ became stuck in the catheter. The physician then encountered difficulties in removing the guide wire from the balloon catheter. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was stable.